Event description:
It was reported that the device had been in for 3 weeks and the pt wanted to "stop since it's not working". The pump had been adjusted 3 times. The pt experienced a lack of therapeutic effect. The pump was used to deliver morphine and clonidine. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).